Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the first needle was passed and a cystoscopy was performed showing the needle was clear of the bladder. The second trocar was passed and cystoscopy was performed. The trocar was seen in the bladder. There was a small perforation in the bladder which was clear of both ureters. The trocar was removed then replaced and further cystoscopy was performed showing the trocar was clear of the bladder. The procedure was completed as per instructions for use. The patient had an indwelling catheter placed on free drainage for 48 hours and antibiotics were administered. The physician opined that the patient's complex medical history and unusual dermatological condition of sclerosis of the vulva contributed to the event.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.